Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's touchscreen had a pin hole allowing fluid ingress between the touch frame and liquid crystal display (lcd). It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 17apr2019, date of report : 31may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended replacing the touch frame. The customer reported that the touchscreen was replaced and the reported issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.